Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's pump was removed due to infection. Reporter stated that the "pump had eroded thru skin". There was no culture performed. The patient status was reported as "recovered without any issues". The pump explant date was not provided. The medication in the pump was morphine.

Manufacturer narrative:
Product ID 8731sc, serial#: (B)(4), implanted: (B)(6) 2011, product type catheter. Product ID 8590-1, lot# n127682, implanted: (B)(6) 2008, product type accessory. (B)(4).